Event description:
It was reported that following an unrelated surgical procedure where the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Troubleshooting was able to resolve the issue. Actions have been taken to prevent reoccurrence.

Event description:
3006705815-2022-00728-1